Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. The vent engine, diaphragm and seat sub assembly, anesthesia computer board, sensor interface board, display unit, bellows sub assembly, and adult flow sensor were replaced proactively.

Event description:
The hospital reported that mechanical ventilation was not available. There was no report of patient injury.